Event description:
Contact reported a problem with angle of interface of the eagle screws, the plate & bushing contact. Two-three months post-op x-rays showed a shifted to of the screws ("windshield wiper effect"). Doctor didn't feel there was anything unusual about the bone quality. Surgeon has taken no action and is watching progress. As an event of this nature may result in the need for surgical intervention, an MDR is being filed to document this event.

Manufacturer narrative:
No information was available on the catalog and lot numbers used in this case. Pt bone quality was reported to be good. Rep reports that the initial post-op x-rays were fine and the screws were not at an extreme angle. Screw movement may be the result of graft slipping, or structural instability. There is limited information available regarding this case, and no conclusions can be made.